Manufacturer narrative:
The device analysis report is attached. This report is submitted on july 31, 2020.

Manufacturer narrative:
This report is submitted on 26 june 2020.

Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea, resulting in the decision to explant the device. The patient was hospitalised for one night and the device was explanted (B)(6) 2020, and the patient was reimplanted with a new device.